Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during analysis of the sample was observed to be ruptured. It was received in two (2) parts. Also it was noticed shell abrasion at the edge of the tear. No other anomalies were observed. Shell abrasion suggests being in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device the reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced rupture on the right side post-operatively. As a result, the patient underwent bilateral device removal and replacement with 450cc mentor memorygel breast implants, catalog number 3504501, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019.